Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in august 2010 and performed to specification up to the 12th october 2014. During this time information from the history log shows an increase in voltage which may suggest a further pad-pak was installed. The device successfully performed all weekly auto self-tests between the 19th october 2014 and the 16th august 2015. Multiple manual power ups, mainly of ten minutes duration where observed between the 22nd august 2015 and the last log entry on the 24th august 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.